Manufacturer narrative:
The user facility reported that they inadvertently implanted an expired ventrio st mesh into the patient. The expiration date is located on multiple layers of the packaging. This event is confirmed as a use related error with no malfunction of the device. There was no harm to the patient reported. A review of the manufacturing/sterilization records found that the lot was manufactured/sterilized to specification with no anomalies noted. Remains implanted.

Event description:
As reported the ventrio st mesh was implanted into the patient on (B)(6) 2020, which was after the labeled expiration date of (B)(6) 2020. There was no patient injury and no additional medical or surgical intervention was provided to the patient as a result.